Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z suction function no longer worked intraoperatively. The suction system was then replaced with a new system and then used the hose system from it. No injury to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/28/2022. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the tubing that was returned. The acrobat-I stabilizer used in the procedure was not returned for evaluation, therefor we are unable to test for the reported failure of "suction problem". The reported failure "suction problem" was not confirmed. The lot #3000171073 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.